Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic system exhibited weak aiming beam, intermittent firing on port two, vitrectomy cutters not working. Patient and procedure details were not reported. Patient impact has not been provided.